Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA.(B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty in approximately 1987. Subsequently, patient underwent a revision procedure on (B)(6), 2014 due to pain.